Event description:
Hi, my inpen is defective and I need customer support to get a replacement. I¿m still under warranty. I called their 24-hour customer support phone number, (B)(6) on sunday (B)(6) 2026. I was the 3 person inline, waited for 1 hour then had to hang up because I had to attend other stuff. I sent a message through their portal and received a response that I need to call their number. I called back today wednesday (B)(6). I was first in line and waited again for 1 hour and had to hang up because I had to leave. I sent another email through their portal to which I have received a response yet. I¿m currently on hold, 3rd in line to be served and it¿s been over an hour on hold. I took screenshots of all of my hold time and the response email I received. I¿ve never had this much trouble getting a hold of somebody. I sent an email to my endocrinologist and the sales rep did reach out to me. She¿s been trying to help me. Told me to call back because that was the quickest way. I¿ve been on hold for over 3 hours. I was 3rd in line.